Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the buttons on the ar-4501, meniscal cinch ii both deployed correctly, but the device would not tension. The rep stated something was not allowing the cinch to be tightened, and the surgeon had to remove the implants. Additional information has been requested. Additional information received on 10/2/2019: the rep reported the implants were removed from the lateral incision. During tensioning, the suture broke and the surgeon was unable to obtain desired tensioning. The surgeon tried a grasper to complete the repair, but the suture was frayed and was not strong enough to tension the suture back to the first implant. The rep confirmed the broken suture was fully retrieved. The rep reported an incision was necessary to remove the two buttons. The case was completed by debridement, and no additional devices were used. The device was discarded and will not be returning for evaluation.